Event description:
It was reported that two weeks after implant, the patient noticed they would leak ¿some days¿ and be dry ¿some days.¿ a loss of therapeutic effect was noted. The patient went back for an adjustment in (B)(6) 2014 and when she stood up after, it felt too strong. The patient was still having trouble controlling her symptoms. Over time, the patient had tried all the settings. Therapy was not working so the healthcare provider replaced the device in (B)(6) 2015. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0g8z5, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).